Event description:
The stent dislodged from the balloon during procedure. The physician had to retrieve the stent using a sk400 microsnare. The physician restarted the procedure using a guidant stent and was successful.